Event description:
New information received indicates that the lead was explanted. The patient left the procedure in good condition.

Manufacturer narrative:
As received, only the distal end of the lead 47.9 cm was received for analysis. External insulation abrasion was noted at 29.7 to 29.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. Clavicle crush damage was noted at 32.9 cm to 34.1 cm from distal tip. No lumens were breached in the clavicle crush region. There was no damage noted to the etfe cable coating or ptfe liner. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Return date (B)(6) 2017.

Event description:
It was reported that a non-dependent, asymptomatic patient presented with noise on the rv lead. The lead noise was inhibiting pacing. The patient came in for a device check after receiving a device vibration, prompting the first check in three years. The patient was lost to follow-up. All the lead measurements were in range. Noise was reproducible in clinic with pocket manipulations and coughing. All therapies were turned off. Lead extraction was discussed. The patient was stable after the follow-up.